Event description:
Information received indicates the casters are not holding at the foot end of the stretcher when the brake is engaged.

Manufacturer narrative:
The technician replaced the hex rod to repair the stretcher.